Event description:
A customer observed multiple discordant (B)(6) anti-hcv results obtained from a single non-vitros biorad virotrol (B)(6) control sample using two different vitros ahcv lot 9090 reagent packs (pack 1141 and 1142) on 4 different vitros eciq immunodiagnostic systems. Pack 1141: 0.772 s/c vs. The expected result of >/ = 1.00 s/c.pack 1142: 0.825, 0.779, 0.796 s/c vs. The expected result of >/ = 1.00 s/c.there was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event.this report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved.(B)(4).

Manufacturer narrative:
This record was created to report a discordant (B)(6) result obtained from a patient sample using vitros (B)(4) lot 9090 reagent pack 1142 on a vitros eciq immunodiagnostic system. The result was inadvertently not included in the initial emdr record. (B)(6). The discordant (B)(6) result obtained from the patient sample was not reported outside the laboratory, however; the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of harm as a result of this event. The FDA¿s (B)(6) district office was notified of this issue on 13august 2014. Please refer to report # 3007111389-08/13/2014-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation concludes that discordant (B)(6) results were obtained from a single biorad virotrol (B)(6) quality control fluid using two different vitros ahcv lot 9090 reagent packs (pack 1141 and 1142) on 4 different vitros eciq immunodiagnostic systems. The assignable cause for the event is the vitros ahcv lot 9090 reagent packs in use. One of the affected reagent packs was tested on multiple vitros systems and the issue followed the affected reagent pack. Acceptable vitros ahcv performance was obtained when alternate vitros ahcv lot 9090 reagent packs were put into use. The assignable cause affecting the lot 9090 reagent packs is unknown. The investigation is ongoing. There was no indication the vitros instruments contributed to the event an authorization for field action for vitros anti-hcv reagent lot 9090 was obtained on (B)(6) 2014. The FDA¿s (B)(6) district office will be notified of this issue within the regulations timelines.